Event description:
The customer reported erratic ise (ion selective electrode: sodium, potassium and chloride) patient results were generated on the au5800 clinical chemistry analyzer. There was no change in patient treatment in association with this event.

Manufacturer narrative:
A beckman coulter field service engineer (fse) was dispatched and evaluated the device. The fse replaced ise buffer valves (part number c28717) which resolved the issue. Beckman coulter internal identifier is (B)(4). Customer address: (B)(6); city: (B)(6); state/province: (B)(6); postal code: (B)(6). Customer telephone phone #: (B)(6).